Event description:
Allegedly from x-rays, it appears that the ceramic isolant ring is broken.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This is a reportable malfunction. To date, the product has not been revised; therefore, no user facility is applicable and no medwatch 3500a can be obtained.